Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information the patient is alleging that the device has a leak in the hose. There are allegations of patient having more anxiety in the last 3 weeks. The patient is also alleging severe nasal discharge has been heightened. Patient has a lot of junk in the nose in the morning and also chest congestion. Medical intervention was not specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.